Manufacturer narrative:
Model number/catalog number: 72404155, batch/lot number: 933114014, model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which fluid leak was confirmed due to the cylinders being worn and peeling back. The patient was not reported to have experienced any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.